Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead experienced loss of capture due to a lead dislodgment. A procedure was performed to explant and replace the lead. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. No irregularities noted at tip section of lead that could contribute to dislodgment. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.